Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, bradycardia episodes were noted due to undersensing on the device. The physician reprogrammed the max sensitivity to resolve the issue. During another follow-up following the programming changes, the patient had more episodes of undersensing. The physician will reprogram the max sensitivity again during the next follow-up to resolve the issue. The patient was in stable condition with no consequences.